Event description:
The customer alleges the seating system leans to the right, and while driving through a doorway, her foot slipped off the foot platform resulting in an injury. The customer sustained a fracture to the right lower leg.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow-up report will be submitted upon completion of investigation.